Manufacturer narrative:
Date of death and date of event: estimated since unknown.

Event description:
It was reported via social media a death occurred. A left atrial appendage (laa) closure procedure was performed and a patient received a watchman laa closure device. At an unknown time, the patient passed away. No additional information is known at this time.